Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device discarded.

Event description:
It was reported that the blade broke at the mount during a foot/ankle procedure. It was further reported that there was a delay of a couple of minutes or less as a result to get a replacement blade. It was also reported there were no adverse consequences and the procedure was completed successfully.